Event description:
The customer reported that the orbital brake was loose. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep tightened the brake and replaced the roll pins. The unit is working as intended.